Event description:
It was reported that when the patient had "pseudo seizures" and the patient tries to induce syncope with body twitching and moving that the device had episodes with variable amplitude that appeared to be noise. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.